Event description:
It was reported that the insulin pump alarmed button error. Customer stated that she was dancing and the insulin pump was in her bra prior to the alarm. It was noted that the customer attempted to bolus after and noticed that all the buttons on the insulin pump were unresponsive. Customer's blood glucose reading at the time of the call was 7.0 mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad trace. No moisture damage was found on the electronics or the motor noted. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.